Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: the returned goods lab analysis noted no blood visible, which is consistent with no advancement into the body. There was no contrast visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The inner diameter of the guide wire exit notch met manufacturing criteria. The inner diameter at the tip separation and inner diameter past the proximal seal met manufacturing criteria. The unreturned tip was separated at the distal end of the clear gap and the material at the separation was stretched and jagged. The guide wire used during the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. A new 0.014 inch guide wire was used to backload through the returned stent delivery system (sds) without resistance noted. There was no damage noted to the sds during inspection prior to use, and there was no resistance reported during removal of the stylet, which suggests a product deficiency did not contribute to the reported difficulties. It is most likely that the reported difficult to position and subsequent tip separation/detachment occurred as a result of interactions with the hydrophilic guide wire used in the procedure. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but are not limited to, product placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter, and accumulation of blood or contrast. Other factors may include anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the wire. To ensure this is not the result of product deficiency, all sds are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing a sampling of units is destructively tested to ensure proper guide wire reversibility. Additionally, factors that can contribute to tip separation/detachment include, but are not limited to damage during manufacturing, removal from packaging at the account, handling during preparation, handling during use, and/or during insertion/removal of the guide wire. A review of the product manufacturing lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database revealed that there have been no similar incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during an attempt to load a 2.5x18 promus rx stent delivery system onto an unspecified hydrophilic guide wire, the stent delivery system would not advance. When removing the stent delivery system from the hydrophilic guide wire, the tip detached from the stent delivery system and remained on the hydrophilic guide wire. There were no patient effects. No additional information was provided.